Manufacturer narrative:
Although requested, the affected devices have not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation. Patient was an infant.

Event description:
The customer reported that a pump in the nicu was infusing lipids and alarmed complete at 14:00 although scheduled to finish at 2100. The pump rate indicated lipids were running at 0.5ml/hr during morning inspection and when checked the pump again indicated lipids had ran at 0.5ml/hr. Even though this was indicated on the pump the patient received the lipids that were supposed to run over 24hrs in only 17hrs, indicating the rate of delivery may had been too fast. A triglyceride level was checked and was within normal limits. There was no report of patient harm.

Event description:
The customer reported that a pump in the nicu was infusing lipids and alarmed complete at 14:00 although scheduled to finish at 2100. The pump rate indicated lipids were running at 0.5ml/hr during morning inspection and when checked the pump again indicated lipids had run at 0.5ml/hr. Even though this was indicated on the pump the patient received the lipids that were supposed to run over 24hrs in only 17hrs, indicating the rate of delivery may had been too fast. A triglyceride level was checked and was within normal limits. There was no report of patient harm.